Manufacturer narrative:
(B)(6).

Event description:
Additional information notes same anomaly was observed.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data.